Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they went to recharge their ins and got the informational power on reset (por) message. During call pt cleared the por message and was recharging the ins, pt tried to turn therapy on it displayed por again. Pt cleared the message. Pt was advised to continue to recharge the ins then turn on stimulation once it had more charge. Patient called back saying they were trying to charge after the last call and saw por again. Patient confirmed on patient programmer that it was informational por and was able to clear on the call. Agent had patient start recharging again and patient confirmed the implant was now almost full. However patient said they hadn't been able to turn stim on yet. Agent reviewed to use top button on side of ins recharger and patient was able to successfully turn stim on. Agent reviewed por information and possible causes and reviewed longevity and elective replacement indicator (eri) info with p atient as well. Agent reviewed if patient continued to see por and the ins wasn't low or they weren't near a source of electromagnetic interference, to follow up with doctor.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.